Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The adjustable pressure limiting valve assembly was replaced, and the unit was returned to service. No report of patient involvement. Date of device manufacture unavailable at time of MDR filing.

Event description:
The hospital reported the adjustable pressure limiting knob broke off. Manual ventilation is lost whenever the adjustable pressure limiting knob is detached from the adjustable pressure limiting valve. There was no report of patient involvement.